Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Complaint conclusion: it was reported that a 6/7f mynxgrip vascular closure device (vcd) and a non-cordis 7f sheath, failed to achieve hemostasis and the patient experienced hematoma (6cm or less). The mynx device had deployed successfully through the femoral artery. Manual compression was applied for 30 minutes or less to achieve hemostasis. There were no anomalies noted when the device was removed from the package. The device prepped normally. The patient¿s blood pressure was 210/103 post lysis. The stick location was medium. The procedure type was interventional peripheral. The patient did not require hospitalization. The product was not returned for analysis. Review of lot f1706101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Without the return of the device for analysis, the reported event could not be confirmed. Per the instructions for use ¿hematoma¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that a 6/7f mynxgrip vascular closure device (vcd) and a non-cordis 7f sheath, failed to achieve hemostasis and the patient experienced hematoma (6cm or less). The product is not available for analysis. The mynx device had deployed successfully through the femoral artery. Manual compression was applied for 30 minutes or less to achieve hemostasis. There were no anomalies noted when the device was removed from the package. The device prepped normally. The patient¿s blood pressure was 210/103 post lysis. The stick location was medium. The procedure type was interventional peripheral. The patient did not require hospitalization.